Event description:
It was reported that during an angioplasty procedure, the guidewire was allegedly unable to advance and stuck. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g5. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser 14s cto recanalization catheter was returned for evaluation. No kinks were noted to the catheter, no anomalies noted to the transducer handle, saline hub. The material separation was noted just below the distal tip. The outer catheter was noted to have a tear approximately 0.45 centimeters from the distal tip. The investigation is confirmed for material separation and material split, cut, or torn. Functional testing was not performed due to the condition of the sample. The investigation is inconclusive for device-device incompatibility. A definitive root cause for the alleged device-device incompatibility and identified material separation and material split, cut, or torn could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 07/2022. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. (Expiry date: 07/2022).

Event description:
It was reported that during an angioplasty procedure, the guidewire was allegedly unable to advance and stuck. It was further reported that another device was used to complete the procedure. There was no reported patient injury.